Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was not verified. Inspected the pump and when powered up there where no error code. Performed all functional test and it passed. The device was performed in ran run-in for overnight and unable to duplicate stated problem. Service replaced the motor as a preventative measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed error code 41622 . There were no injuries or adverse events reported.